Event description:
It was reported that the cartridge was cracked. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer performed a cartridge change to resolve the issue.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.